Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient started having more leakage last week. They wear a pad to bed and they weren't incontinent even if they didn't get up during the night. Now when they got up they were changing the pad because they couldn't make it to the bathroom which is just a few feet away. Patient had changed programs before. They had a record of when they changed things. It seemed as though the last change had been helping but now it seems to have quickly stopped helping. Caller mentioned that they had turned the therapy off when they had surgery and they went without stimulation for a couple months and had no problems. Patient wanted to know if they should go higher on the number system. Patient services reviewed with the caller that they can increase the stimulation as long as it is comfortable. Patient was going to try and increase the amplitude. Patient has an appointment with the doctor in september. The caller said the stimulator had moved and was much more over to the hip on the right then it was before.